Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and it was determined that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if any issues reoccurred.